Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The basic occlusion, occlusion and excessive no delivery tests could not be performed due to the prime/fill anomaly. The device was programed to alarmed empty reservoir. No unexpected empty reservoir alarm noted. The device also had a minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads, cracked end cap and missing display window. The device was monitored for 24 hours with multiple basal rate. No blank display noted. No damage inside device and all operating current were normal. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime loop and insulin squirted out of the tubing during manual prime. Blood glucose value was 300 mg/dl; treated with manual injection. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. She stated that she receive the beeps and an empty reservoir alarm. The device was replaced and returned for analysis.